Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference section d2. The device was not returned to zoll for evaluation. Investigation determined the customer was using onestep complete electrodes with the onestep pacing cable connected to the device without an external ECG cable. During pacing with onestep complete electrodes, the r series defibrillator defaults to pacing specific leads (p1, p2, p3) rather than displaying ECG in "pads" view which is expected device functionality. The customer was provided additional training and support regarding ECG viewing during pacing. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged while attempting to pace a 86-year-old female patient, the device was unable to obtain an ECG signal via electrode pads. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.